Manufacturer narrative:
Stryker evaluated the device and was unable to verify or duplicate the reported issue. The cause of this issue could not be determined. During evaluation it was discovered the lid magnet was missing due bent magnet retaining clips. The lid was replaced to resolve this issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device would not analyze a ventricular fibrillation rhythm. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device would not analyze a ventricular fibrillation rhythm. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.